Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the monofilament about a half inch was exposed at the guide and the needle tip still attached to the rail end. The plunger, cuffs and link were not returned with the device, which limited the scope of the investigation. Based on the investigation findings, a posterior cuff miss occurred because the needle tip was returned without the posterior cuff and this confirmed the reported incident. There was no needle strike mark on the posterior foot. During the investigation, a proxy plunger was reinserted to test the needle trajectory and the results were acceptable. The most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot.

Event description:
It was reported that a physician using a proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the device failed to achieve hemostasis. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequelae. Though requested, no additional information was provided.